Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that before the first spin the system trackers could not be seen by the navigation system consistently, they were going in and out. The site rebooted the system and the trackers could be seen and the case continued as expected. There was less than an hour delay in the procedure. No impact on patient outcome.